Manufacturer narrative:
Pt age: it was reported the patient is over 18 years. Additional device info: the complainant provided a serial number; however, a match could not be found in bsc system. Therefore, the manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that an rf3000 radiofrequency generator was used during a renal radiofrequency ablation (rfa) procedure on (B)(6), 2014. According to the complainant, the patient had a prosthetic hip joint; therefore, the grounding pads were placed on the patient¿s calves rather than the upper mid-thighs. Following the procedure that patient had a ¿slight¿ burn under one of the pads, which was described as a ¿small reddening.¿ it was reported that the pad contact and skin conditions had been monitored periodically throughout the procedure and there was no tenting or peeling. They treated the burn by placing a bag of cooled saline on top of the burn area. The patient did not need any further treatment for the burn. The patient is reported to be fine now.